Event description:
The facility representative reported a colleague infusion pump with a "blank bar running through middle of display giving blank line so cannot see text ". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "blank bar running through middle of display giving blank line so cannot see text" was confirmed but not duplicated by baxter service personnel. The root cause was determined to be a defective main display. The main display was replaced to correct this condition. This device is colleague version 1.7 pump with a user interface module software version of 8.11.00. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed this is a new device with no previous service history. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.